Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. Customer's blood glucose was 183 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.